Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed an occurrence of alarming for downstream occlusion. Functional testing involved three separate delivery accuracy tests and showed the device to be within manufacturing specification. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating that the issue occurred while in use with a patient and no adverse patient effects were reported.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced "under delivery". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.